Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-05246, reference MFR. Report#: 1627487-2013-05247. The pt had two leads (from the same lot) and two extensions (from the same lot). It was reported the pt's leads showed invalid contacts. It was also reported the physician believed the ipg was nearing end-of-life. As a result, the pt's leads and ipg were explanted and replaced. The ipg was replaced with a different model. The reason the extensions were explanted is unknown. The replacement devices resolved the pt's issue.